Event description:
It was reported that the pt was exposed to an MRI scanner and "became electrocuted". It was reported that the stimulator went "really crazy". The pt had been told she could have an MRI. Due to the symptoms experienced near the scanner, the pt did not have the MRI done. The pt also had soreness at the wire site. The device appeared to be working normally. Add'l info was requested.

Manufacturer narrative:
(B)(4).